Event description:
Per the clinic, the patient experienced a poor sound quality and pain with stimulation.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date of explant surgery was (B)(6) 2012; not (B)(6) 2012, as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.